Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient wanted their device removed as it was not working well. No further complications were reported or anticipated. No symptoms were reported.